Manufacturer narrative:
(B)(4). Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a screw would not lock appropriately into the mating plate during surgery. The screw was removed and replaced with an alternative screw to complete the procedure. There were no reports of patient impacts associated with this event.

Manufacturer narrative:
Additional information: (ethnicity). The returned screw was evaluated. There were scratches indicative of use and the thread on the screw head was sheared off, indicating the screw had been locked into the plate and continued to be rotated beyond the locked position. The cause is likely attributed to over-torquing of the screw within the plate to the point of thread failure on the screw. A review of the manufacturing records did not identify any issues which would have contributed to this event. The labeling was reviewed and found to contain sufficient instructions regarding screw installation.

Event description:
It was reported that a screw would not lock appropriately into the mating plate during surgery. The screw was removed and replaced with an alternative screw to complete the procedure. There were no reports of patient impacts associated with this event.